Manufacturer narrative:
No complaint was received with the return of the device. Failure of event observed during analysis. Final analysis found full breach insulation degradation adjacent to connector boot at 4.5 cm from the connector pin, in the same region the outer coil was stretched.

Event description:
This report is to advise of an event observed during analysis.